Event description:
The pt received her scs system on (B)(6) 2011, including two leads (with the same lot number). It was reported the pt cannot feel stimulation in one of her occipital leads (off-label use). The impedances were checked, and they were all normal. An x-ray was performed, and revealed the lead was on its side. The physician was moving forward with plans for surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.